Event description:
It was reported by the vad coordinator that the patient reported battery switching with all batteries always on one port of the controller. All batteries and controller were exchanged. Patient is doing fine at home. This is report 3 of 3.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-01051, 3007042319-2015-01052 and 3007042319-2015-01053) submitted for devices related to the same event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Four batteries were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported 'power switching' could not be confirmed via log file analysis as they did not reveal any power switching events associated with these batteries. Analysis of (B)(4) revealed that the device met specifications; the battery passed external visual inspection and functional testing. Analysis of (B)(4) revealed that the device did not meet specifications; the battery passed visual inspection but failed functional testing. Testing failed due to the abnormal signature of the functional testing plots during the charging phase of the battery. However, supplemental testing allowed the battery to discharge and charge with extended periods of rest, which resulted in the battery passing functional testing. The most likely root cause of the power switching may be attributed to a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. The results of the analysis found no fault; therefore, the device in this report is not considered to be FDA reportable. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01051, 3007042319-2015-01052 and 3007042319-2015-01053) submitted for devices related to the same event.